Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) since implant. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively, and the explanted device was not returned per facility policy.